Manufacturer narrative:
Eval code : analysis of programming history.

Event description:
Clinic notes were received on (B)(6) 2012. Review of clinic notes dated (B)(6) 2012 note that the patient experienced three drop seizures for unknown reasons, which was an increase in drop seizures for the patient. The patient was hospitalized for bronchitis. The patient had more seizures and more ataxia. As a result, the patient's medications were adjusted. Notes dated (B)(6) 2012 indicated that the patient had 30 seizures in (B)(6), 24 seizures in (B)(6), and 10 seizures in (B)(6). The patient reportedly had three injuries at the end of (B)(6), all attributed to drop seizures, and the patient also had two lacerations. A limited-visibility chart monitoring seizure frequency was also attached. Data was charted from (B)(6) 2010 to (B)(6) 2012. The patient's seizure frequency appears to fluctuate but average about 20-25 seizures per month. Attempts for additional information from the physician have been unsuccessful. No further information was provided. A battery life calculation on (B)(6) 2012 indicated 0.27 years to near end of service = yes.